Event description:
It was reported that a malfunction occurred on the customer's pump. There was no reported impact to the customer¿s blood glucose level. Tandem technical support provided information on how to reset the pump and assisted the customer in performing the reset. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue reappeared.